Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen shattered. There was no impact to customer's blood glucose level. Reportedly, the pump was not functional. Customer would use an alternate pump for insulin therapy.